Event description:
Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported cultures were taken during the scs system explant procedure (reference MFR report#3006705815-2016-00146). Subsequently, results indicated the patient has an infection ((B)(6)). No additional information is available regarding any current treatment plans to further address the issue.